Event description:
The following has been reported to davol by the patient's son: it has been alleged on (B)(6) 2005 the patient underwent unspecified hernia repair using a bard composix hernia patch with unknown product and lot numbers in (B)(6). Allegedly, several years later on (B)(6) 2012 the patient went to see his doctor in the (B)(6) to seek medical attention for abdominal pain, and the patient was advised to monitor the pain at home. Reportedly, that same evening the patient experienced worsening pain and was taken to the emergency room by ambulance, and was diagnosed with a small bowel obstruction that had ruptured and was taken into emergency surgery for a repair. Reportedly, during surgery, the composix mesh was noted to have been adhered to the bowel at the site of the obstruction. The surgeon removed as much of the mesh as possible. It was reported that following surgery, the patient was taken to the intensive care unit and placed on life support in which he remained for 13 days until his death.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's son has alleged that several years following implant of a composix mesh, the patient presented to the emergency room with a ruptured small bowel obstruction. The patient's son further alleges that the patient was taken into surgery and mesh was noted to have been adhered to the bowel. Medical records have not been provided. We have requested from the patient's son that he provide additional information including patient information, product identifiers, copies of medical information/records and death certificate/autopsy report. Without a lot number, a review of the manufacturing records could not be conducted. Adhesions, is a known possible adverse reaction listed in the IFU. Without product identifiers, a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.